Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer woke up with elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Customer delivered a manual injection and changed the cartridge and infusion set to stabilize her blood glucose levels.